Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the patient had hematoma to the right groin, the side of the impella insertion site. Manual pressure was held.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary. Hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
B1: updated type of report. H1: updated type of reportable event. H6: omitted code f12 and added code f02 based on information in the complaint file. Clinical rationale: an impella cp device was inserted via the right femoral artery in a 66-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. A hematoma was noted at the right groin at the impella insertion site. Manual pressure was applied, and the hematoma was managed. Care was later withdrawn, and the patient expired. The reported hematoma is a known risk associated with femoral arterial access and the anticoagulation/purge requirements of impella support, as described in the instructions for use (IFU). It is unknown whether recommended best practices for access and sheath management were followed to mitigate this risk. The impella cp will be conservatively reported for death, however, the death is more plausibly attributed to the patient¿s underlying critical condition as they presented in ami/cgs.

Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. Additional information received; b2, b5, h1, and h6 updated based on the information received from the clinical site.

Event description:
It was reported that the patient expired.